Event description:
It was reported that the patient's at home monitor was not connecting to the pacemaker due to a suspected radio frequency (rf) telemetry issue. Following interrogation in clinic, a device reset firmware upgrade to restore rf telemetry was performed. This was successful. Normal function was restored. The was stable.